Event description:
The core universal driver was sent for evaluation because during a procedure it was allegedly running without user activation. The procedure was completed with the same device without delay, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection confirmed that the potted trigger assembly contact pins were burnt, and corrosion damage was noted within the internal components of the device.